Event description:
Customer reported overload faults and dicom issues. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and upgraded and loaded software. System operates as intended. (B)(4).